Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb mck needle was broken. The following information was provided by the initial reporter: material # 306616 lot # unknown verbatim: rcc received a complaint via email. Email(s) attached. When engaging the safety, occasionally the needle breaks off product#: 306616.

Manufacturer narrative:
(B)(4) follow up. It was reported that the needle may occasionally break off during activation of the safety mechanism. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, a single photograph was provided for review by the quality team. The image depicts a needle assembly without a plastic shield and with the safety mechanism engaged. The needle appears to be detached from the needle hub. However, based on the photograph alone, it is not possible to confirm whether the product is manufactured by bd, and no additional information could be obtained from the image. Based on the investigation and analysis of the photograph, the symptom reported by the customer has been confirmed. However, in the absence of a physical sample, it is not possible to determine a probable root cause.